Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the customer report was duplicated and attributed to an impedance mismatch caused by an imcompatable version of pd version software (1.08) used in conjunction with the device mcu version software (mcu 12.5). Manufacturing records show the device was distributed with mcu version 10.5 and pd version 1.08 software. A software upgrade was requested (B)(4) 2016 and it was confirmed mcu version 12.5 and pd version 1.09 software were provided. We were unable to determine the exact timing the upgrade took place and why the pd version software was not installed. Version 1.09 was installed to remedy the customer report. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed an "analysis halted" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.